Event description:
During the therapeutic procedure of button replacement, following 3 months placement of the feeding device, the shaft of the device tore, during the removal, and the bolster was successfully removed of the pt is unk. The button replacement was completd and there were no other reported adverse afects to the pt.